Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, it was difficult the implant the left ventricular lead in the posterolateral branch. Checking the venogram in the coronary sinus, there was a dissection. The lead was successfully implanted in the anterolateral site. The patient was stable.